Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: 7168845.

Event description:
It was reported that the patient could not get into MRI mode. Upon further investigation, system diagnostics recorded high impedances on the lead. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event. Date of event unknown.